Event description:
Customer states: the balloon is out of order. The balloon does not support inflation. No patient injury. No further details were provided. Covidien has made multiple attempts to gather more details related to this report. The information provided does not confirm any patient involvement.